Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
As returned, the top of the cap screw was sheared off above the threads and there are minor scuff marks on the product. The cable appears cut. Follow-up communication was attempted without response to confirm the reported issue. The cable would have had to be cut in order to remove the implant after the set screw crimped the sleeve down on the cable. The product met print specifications where measured. Review of the device history record indicates the device was manufactured to specifications. The device is used for treatment this is the only reported complaint for the part number lot number combination involved. When consulting with the supplier of the cap screw which appears to be fractured, the following was indicated: shearing of the cap screw, above the threads, is a known potential condition of a locked cap screw that is a result of excess torque being applied while locking it. Because the top rim of the cap screw is a non-load bearing feature of the construct, this potential condition does not negatively affect its fatigue strength. The most likely cause of the fractured cap screw is a result of over torquing while tightening.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the cable was fractured when the surgeon tightened it. No consequences to the patient.